Event description:
It was reported to philips that the fuse f12 was blown, preventing system boot-up on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the f12 fuse, restoring the system to normal use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).